Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for analysis. Performance data collected from the device was analyzed and indicated tht a power on reset (por) occurred. A parity error por was recorded on (B)(6) 2010.

Event description:
Asku

Event description:
It was reported that a device reset (por) occurred and that this reset was identified during a carelink transmission. Device remains in use. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.